Event description:
The customer called to report alarms when changing the battery. The customer also reported a blood glucose reading of 500 mg/dl and stated, he would have his roommate take him to the hospital. The customer later called back and confirmed that he was hospitalized for the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.